Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and had a critical pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer was unable to successfully clear the alarm and pump buttons did not begin to work in less than 5 minutes without battery change. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage at the electronic assembly and force sensor. Unable to verify frozen screen due to critical pump error . Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.